Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm small grasping retractor instrument was analyzed and found to have a broken pitch cable at the proximal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm small grasping retractor instrument was not working properly. The surgeon noticed the as soon as the instruments were docked and inserted. Once they put the camera on it, they noticed the wires exposed. Nothing fell in the patient. The procedure was completed with no reported injury.